Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's third-party service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. Additionally, a service required alarm condition was observed indicating the circuit needs to be checked. There was no system malfunction noted, the device's tubing needed to be reconnected to address the issue. The device's power cord clamp and rubber feet were also missing and need to be replaced.